Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (40mg/ml, 18mg/day), fentanyl (800mcg/ml, 360mcg/day), bupivacaine (8mg/ml, 3.6mg/day), and clonidine (400mcg/ml, 180mcg/day) in an implantable pump for non-malignant pain and failed back syndrome (other). The patient experienced inadequate pain relief. Surgical intervention occurred to replace the pump. During the procedure, the surgeon discovered the catheter was leaking cerebrospinal fluid (csf) at the connector site (in patient's back). The catheter was also replaced. There were no known external issues which contributed to the issue. The issue was considered to be resolved. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.